Event description:
A (B)(6) year old patient had open reconstruction after a shoulder fracture/rotator cuff tear. The scorpion suture shutter needle tip broke off in a small piece of bone when the surgeon was shutting the suture. The tip is well encased in bone and the surgeon was unable to retrieve. The metallic tip is less than a millimeter large and can be seen on his post-op x-ray. It is not expected to move or cause harm to the patient.